Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI)# and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pocket infection. The implant site reportedly became red and swollen, with necrosis observed due to device compression. During the replacement procedure, a cloudy pus was noted upon incision. The physician opted to discontinue the replacement. There was no additional adverse patient effects reported. This ra lead was surgically abandoned. The site was irrigated and the wound was closed.